Event description:
A malfunction alarm occurred on a pump as reported by the customer, with two instances of a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. The customer was assisted by technical support in resetting the pump, resolving the malfunction, and was provided with information for future troubleshooting. The customer was advised to continue using the pump and to contact technical support if further issues arise.